Event description:
We received a report that a (B)(6) female pt experienced a corneal ulcer, ocular infection, keratitis, ocular irritation, ocular pain, and cloudy vision in her left eye after using an expired bottle of complete multi-purpose solution easy rub formula (misuse) with her acuvue contact lens. The pt wears a lens in the left eye only for near vision. The pt indicated that she ran out of her usual multipurpose solution and used a bottle of complete multi-purpose solution she had on hand from a year ago; she didn't realize the product had expired. She used complete for several days without difficulty; however, she began to experience some irritation, removed the lens, rinsed it with complete, and experienced severe pain on applying the lens. She had trouble removing the lens, but eventually got it out. She sought treatment from her optometrist who told her she needed to see an ophthalmologist. He provided names for referral and a bottle of vigamox to use every 30 minutes. She was unable to see either of the ophthalmologists suggested, so she sought treatment at an emergency room (ER). Vigamox and ciloxin ointment were prescribed at the ER. She has seen an ophthalmologist for follow-up several times, starting two or three days after visiting the ER. She continued use of vigamox and was also prescribed tobradex. Her visual acuity remains cloudy at the time of this report, but has improved since her initial experience. The pt reported that she experienced keratitis about one year ago while using this bottle of complete. She does not recall what medication she used but her symptoms resolved and her visual acuity was not affected. The treating doctor at that time indicated that the keratitis was not solution related, so she kept the bottle of complete to use as a back-up.

Manufacturer narrative:
A review of the mfg records for the reported lot of complete multi-purpose solution easy rub formula was performed; no deviations were noted and product met all product specs. All pertinent info that is available has been submitted. Should add'l info become available, that changes the facts or conclusion, a supplemental report will be submitted.